Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received an inappropriate shock. It was also reported ¿it appears the sixty second cycle noise resulted in inappropriate ventricular fibrillation detection and therapy. The patient was in water at a public water park when all of a sudden, a shock was received.¿ the patient removed themselves from the water and there were no further shocks. The patient was hospitalized, the device remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.